Event description:
It was reported that the blade broke off in two sections during a surgical procedure. No adverse events were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. Lot # details were not provided. It was not possible to determine the root cause for the alleged breakage.